Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a third hammer toe correction procedure. Upon inserting the dps hammertoe kit the leg broke on the continuous compression implants (cci) and the fragment broke on the metatarsal as well. There was a ten (10) minute surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant device reported: unknown plates: humerus (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a third hammer toe correction procedure. Upon inserting the dps hammertoe kit the leg broke on the continuous compression implants (cci) and the fragment broke on the metatarsal as well. There was a ten (10) minute surgical delay. The procedure was successfully completed. The patient outcome was unknown. Concomitant device reported: unknown plates: humerus (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - drill bits: trauma. This report is 1 of 1 of (B)(4).